Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by delay in 3 orders. A technical support specialist performed checks in cce management and confirmed that the current messages were processed, with all messages being sent to es within the same second. The system functioned as intended after the technical support specialist troubleshot the device. E1: facility name- (B)(6).

Event description:
It was reported that when using bd pyxis¿ es server, multiple orders were delayed. The customer verified that three orders were delayed by 15 to 20 minutes. There were no adverse events or injuries reported based on this incident.